Manufacturer narrative:
It is suspected that the droplet formation on the end of the sample probe was distilled water because it formed while the instrument was in standby mode, which would not be likely to cause death or serious injury. However, this event was reported because of its potential effects upon recur. If this same event were to recur while the instrument was not in standby mode, it may cause dilution of the sample in the probe and generate erroneous results. ((B)(4).)

Event description:
Customer called to report a droplet formation on the end of the sample probe of the synchron cx delta clinical system (model cx5) while the instrument was in standby mode. The customer technical specialist assisted customer with replacing the shear valve, which resolved the issue. No patient results were generated, therefore, no patients were harmed. Also, customer did not report harm to instrument operators.